Event description:
The manufacturer became aware of a rep dreamstation auto CPAP alleging eye irritation, nose irritation and respiratory tract irritation. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
As per additional information received on 04/09/2025: the device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
As per additional information received on 04/21/2025: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation and visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and no error code found. The cosmetic defects found were damaged buttoms on upper enclosure, bottom enclosure damage and sinked control dial buttom. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. In this report, box h has been updated/corrected.